Event description:
I was advised to undergo several morpheus 8 sessions to help with smoothing out scars and resurfacing. My scars got worse and caused more scarring. I now have more hypertrophic scars that are extremely difficult to treat and are permanent since no other treatment has helped flatten them. I spent thousands on morpheus 8 with the promise that will help my skin.